Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports that there is an oily residue in the syringe barrel.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer reports that there is an oily residue in the syringe barrel.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.